Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide cleaning, disinfection, and sterilization (cds) information and results of microbial testing and device evaluation. The cds was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated that an all channel sample was collected on august 1, 2023. The sample tested positive for staphylococcus coagulase with 1 colony forming unit (cfu). The scope was reprocessed and then sampled again on august 22, 2023. The sample tested positive for filamentous fungus with 1 cfu. The results obtained did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Additional sampling was planned for after repair was completed. During device evaluation at olympus, it was found the control unit mouthpiece was damaged, the control unit channel mount was damaged, and the biopsy channel was deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was repaired at olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.